Manufacturer narrative:
The other adverse events issues issue questionnaire was reviewed for causes of the reported issue. Based on this review, the questionnaire was completed with limited information. Potential causes of the reported issue include: programming parameters, migration, interference from a non-curonix device, and severe force being applied to the implant. The stimulator is used to treat pain. The cause of the numbness is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported vibrations going up their neck, jaw, and ear lobe where they feel numbness whether the device is on or off. The commercial team member recommended the patient take a "stimulation holiday" and see a physician to check for device migration. After the "stimulation holiday," the patient reported the numbness was the same. However, it does help with their chronic neck pain. As of (B)(6) 2026, the patient is doing fine and saw an orthopedic physician where images were taken. However, results of the imaging have not been provided. No further information is available at this time.